Event description:
It was reported that while in the cath lab the md stated that "blood was coming out of the small hole at the base of the thermistor port." There were no reported patient complications. A request was made for more information.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.